Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure the patient developed a hematoma and could not feel her legs which was reported as not device related. The patient underwent an explant procedure on the same day.